Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists wound dehiscence as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ contains information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. C contains several sections with information about how to prevent and control infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacture is closing the file on this event.

Event description:
It was reported that the patient's thoracotomy incision had yellow discharge. The patient had been cleaning it twice a day before notifying their physician. The wound was not cultured and the patient was started on empiric doxycycline. It was also communicated that the patient was dehydrated and had been getting dizzy when standing in addition to weakness and shortness of breath with any activity. The patient was asked to increase water intake and pump speed was lowered due to ramp down. Additional information was received on (B)(6) 2022 that there was no drainage at the surgical site and the subject was placed on antibiotics as a prophylactic. The plan of care was to continue monitoring the surgical site.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.